Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 months. The device was returned for analysis. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented with brown drainage from the driveline exit site requiring daily dressing changes. There was also swelling, induration and pain on the abdomen over the driveline area. The patient was also experiencing severe fatigue, chills, and nausea. The patient had been on IV antibiotic suppression with vancomycin and gentamycin since early (B)(6) for the driveline infection. On an unspecified date, debridement of the abdominal area over the driveline and at a prior incision was performed. Cultures from the surgery grew a pansensitive escherichia coli. An additional antibiotic was added to the patient's regimen. On an unspecified later date, a second debridement was performed with deeper wound exploration; purulence and fluid were noted in the pump pocket and around the pump, extending to the outflow graft tract. The area was washed out, cultured, and closed. Additionally, the patient was bacteremic with (B)(6). The infectious disease service suspected that the origin was from the driveline. The patient subsequently underwent a pump exchange on (B)(6) 2016.

Manufacturer narrative:
A correlation between the device and the reported driveline and pump pocket infection could not be conclusively determined. Examination of the inlet tube revealed a strongly adhered, pink, tissue-like deposition situated on the proximal opening. Although the deposition appeared to have developed in this area, it did not appear to occlude the flow of blood through the pump and did not likely contribute to a functional issue. Examination of the outlet stator revealed a pink, loosely seated, soft deposition. There was no evidence of lamination, denaturing, or contact marks on the rotor to indicate that the deposition was present in the pump for an extended period of time. The specific origin of the deposition could not be conclusively determined. A specific cause for the development of the observed depositions and a correlation to the report of infection could not be conclusively determined. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Infection and device thrombosis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records including the sterilization and packaging documentation revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.